Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone12.3 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that with several pods she has been getting really low blood glucose because the pod continue to deliver insulin. Patient reports switching to manual mode but still experiences low blood glucose levels. Blood glucose level was reported to be lower that 54 mg/dl. To treat the low blood glucose, the patient stated she drank apple juice and ate some cookies and brownies. Medical treatment was not required. Patient reported that she is a nurse, diabetes educator, and a pancreatic cancer survivor and so she knows how to take care of herself, she added that she does not eat that much and only does it when she is hungry. It was reported that this event has occurred multiple times, but an exact amount of times was not provided. Two cases were opened to capture this general report. Insulet report reference numbers are (B)(4).